Manufacturer narrative:
Exact date of event is unknown; event occurred on an unknown date in 2019. Investigation summary: the device was sent to the service center for evaluation. The service reports indicate: short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed according to service manual. The complaint device has been repaired, tested, and is now fully functional. The short in the motor cable is the root cause of this failure. This complaint can be confirmed. No other information was provided to help determine the root cause of this failure. The service history has been reviewed. The device was last serviced on august 27, 2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, as this failure was not confirmed, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(4) reports an event as follows: it was reported that the micro tornado handpiece with hand controls needed service. The device did not turn as the motor was jammed. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure. During investigation by the manufacturer, it was noted there was a short circuit in the motor cable. This report is for a micro tornado handpiece. This is report 1 of 1 for (B)(4).